Event description:
The pt underwent esophagogastroduodenoscopy on 12/3/94. A 5 cm black tube that looked like the mercury tip from a feeding tube was noted along the greater curvature of the stomach. The tube was removed using a snare. The pt had persistent nausea and vomiting prior to the procedure.